Event description:
Description from the complaint report: "according to the hospital, a blood leakage was detected at the de-airing port of the oxygenator. Product was not replaced because product worked well during ecc with good oxygenation. No consequence for the patient. Blood loss was only a few drops." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints from this product and an internal process ((B)(4)) was initiated to determine the most probably root-cause and to implement the appropriate corrective action. The process is in the root-cause definition and investigation phase. The corrective action phase will immediately follow the root-cause investigation. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.